Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 3000 ohms for the right ventricular (rv) lead. Review of the data found that prior measurements were all stable and within range. Boston scientific technical services (ts) suggested further evaluation in the clinic. The field representative stated that the patient would undergo an x-ray, however a lead fracture was suspected and a revision procedure would likely occur within the near future. At this time evidence suggests the lead remains in service and no adverse patient effects were reported. Additional information was received that the right atrial (ra) lead exhibited variable lead impedance measurements triggering a lead safety switch (lss) due to high out of range pacing impedance measurements of greater than 3000 ohms. Oversensing of the minute ventilation signal was observed on both the ra and rv channel disabling the signal artifact monitoring feature on the pacemaker. Inappropriate episodes were also noted on both ra and rv channels due to noise when in unipolar configuration. The oversensing le to pacing inhibition. The rv lead also exhibited high threshold measurements. Boston scientific technical services (ts) was consulted and discussed possible reasons for impedance issues and noise on both leads. Subsequently a revision procedure was performed where both leads were explanted and successfully replaced. The pacemaker remained in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 3000 ohms for the right ventricular (rv) lead. Review of the data found that prior measurements were all stable and within range. Boston scientific technical services (ts) suggested further evaluation in the clinic. The field representative stated that the patient would undergo an x-ray, however a lead fracture was suspected and a revision procedure would likely occur within the near future. At this time evidence suggests the lead remains in service and no adverse patient effects were reported. Additional information was received that the right atrial (ra) lead exhibited variable lead impedance measurements triggering a lead safety switch (lss) due to high out of range pacing impedance measurements of greater than 3000 ohms. Oversensing of the minute ventilation signal was observed on both the ra and rv channel disabling the signal artifact monitoring feature on the pacemaker. Inappropriate episodes were also noted on both ra and rv channels due to noise when in unipolar configuration. The oversensing le to pacing inhibition. The rv lead also exhibited high threshold measurements. Boston scientific technical services (ts) was consulted and discussed possible reasons for impedance issues and noise on both leads. Subsequently a revision procedure was performed where both leads were explanted and successfully replaced. The pacemaker remained in service. No additional adverse patient effects were reported.